Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined superior vena cava (svc) impedance. It was also noted that the impedance was unstable. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.